Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the return electrode was not available for an evaluation). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, it appears that the burn/necrosis was caused by an allergic reaction to an adhesive of the return electrode (note: the adhesive is a typical adhesive used with plaster cast). However, no conclusive determination could be made. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during an intraoperative procedure to implant a prosthesis hip (on the right leg) with the electrosurgical unit (esu/generator) and an nessy omega return electrode (part number 20193-082, lot number 1610111-0813). After the procedure, a 2nd degree burn/necrosis was found below the return electrode (note: placement was on the back of the left thigh.). The affected area was horseshoe shaped and was the approximate size (and matched) an adhesive on the return electrode. No further information regarding treatment or the patient's condition was provided. Note: the esu and accessory were distributed by our parent company ((B)(4)) to a (B)(6) hospital.